Event description:
It was reported that prior to device replacement due to eri, externalized conductors were observed under fluoroscopy. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).